Event description:
The reason for call was patient reported they hadn't charged their implant in a while because they were moving and their equipment had been 'out of sight, out of mind.' Patient said they were currently charging while on call for the first time in 2-3 months. Patient said their current issue was they're not feeling differences with adaptive stim, which started probably 6 months ago when they lost their charger. Patient found the recharger and was able to start using therapy again; confirmed their ins was currently charged enough to allow them to use MRI mode (based on what agent walked the patient through, agent understood they didn't have MRI mode active). Patient wanted to turn off adaptive stim, but they couldn't feel stimulation. Agent walked patient through checking adaptive stim settings through programs and patient additionally confirmed 'check position' was grayed out in their menu. Agent asked, patient said everything displayed the same way on each group. Patient stated they didn't feel a difference in their settings. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment tomorrow and wondered if a rep might meet with them; agent provided and explained use of nas number for healthcare provider office to call.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.